Event description:
On november 22, 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter displayed inaccurate high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter inaccuracy began on (B)(6) 2018 at 08:00 am while he was at the hospital. The patient obtained alleged high blood glucose reading of ¿166 mg/dl¿ on the subject meter, and ¿160 mg/dl¿ on an unspecified meter used at the hospital, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin (type unspecified) administered on a sliding scale and he confirmed taking his usual dose of medication (2 units of insulin), in response to the alleged high result. The patient informed the csr that one hour after the alleged issue began, he developed symptoms of ¿passed out¿. The patient reported to be treated with IV glucose in response to the alleged symptoms and he confirmed to recover soon after. The patient did not report if his blood glucose level was checked with any other device. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient was following the correct testing process. The patient did not have control solution to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking a dose of insulin based on alleged inaccurate high results obtained with the subject meter.